Event description:
It was reported that the surgeon used the 32mm patella reamer and it did not cut to the desired depth of resection.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 80000-00xx series triathalon patella milling blades. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a cutter not cutting to the desired depth involving a disposable patella cutter 32mm was reported. The event was not confirmed. Method & results: device evaluations were performed by the vendor, (B)(4), who confirmed that the returned device was modified (re-sharp) after initial delivery. No medical records were received for evaluation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review that there have been no similar reported events for the reported lot number, however, there have been similar reported events from the same surgeon. Conclusions: the exact cause of the event could not be determined because the reported event could not be confirmed as it was identified that the returned device was modified (re-sharp) after distribution, thus altering the intended physical and functional characteristics of the device. Evaluation performed by the supplier indicated that modification to the device potentially contributed to the malfunction of the device. Further investigation is not possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon used the 32mm patella reamer and it did not cut to the desired depth of resection.